Event description:
The ge oec 9800 fluoroscopy system displayed ma on in error message. Also, with continued use, kv on in error message appeared as well.

Manufacturer narrative:
A ge oec service rep investigated the issue and replaced a defective hv tank and upgraded the x-ray controller pcb with a generator interface pcb. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.